Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardiac defibrillator system was anatomically placed in a position where it could not sense or defibrillate properly. The electrode was under advisory, so the decision was made to remove the entire system and replace it with a new system in an appropriately situated location. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. Fractured sense a and an hv conductors were observed approx. 70-77 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed sensing and difficulty in converting.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator system was anatomically placed in a position where it could not sense or defibrillate properly. The electrode was under advisory, so the decision was made to remove the entire system and replace it with a new system in an appropriately situated location. There were no additional adverse patient effects.